Event description:
It was reported that the pump had a system failure, audible alarm. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. All cases in excellent conditions. Primary audible alarm background test was confirmed in the event history log. The root cause of the reported issue was found to be the high profile capacitor was found broken. Actions were taken to mitigate the reported issue: replaced speaker as a preventive. Replace ear clip(broken). Cleaned, greased and calibrated the device. All pumps functions worked.